Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. It has been mentioned that the patient was treated for persistent atrial fibrillation with faraview. The preparation of the material was normal and performed as recommended. Irrigation was done with a pressure bag. When the farawave was inserted in the sheath, bubbles kept forming in the syringe during purge. Prior to that only dilator, 98cm transeptal needle and guidewire were inserted in the sheath. Thus the sheath was replaced and the procedure was completed successfully. No patient complications have been reported. The product is not expected to be returned as it was disposed.